Manufacturer narrative:
Zip code: (B)(6).

Event description:
It was reported that the drill bits both broke, drills were thrown in the garbage. Lot numbers were not recorded. No patient injury was reported.

Manufacturer narrative:
The reported reusable drill, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the patient had the drill broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. Or wear and tear. Excessive force applied to the product can result in damage to the device or device failure. The reported product is also a reusable instrument therefore normal wear and tear can be expected. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.